Manufacturer narrative:
The customer was provided with a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.